Manufacturer narrative:
The reported complaint of device breakage is confirmed. Conmed received one ias8-120lp in unoriginal packaging. The lot number could not be verified. Performed a visual inspection of the device, the rubber bearing had been pulled out and the blue foam had a burned appearance with a piece missing. As a lot number was not provided, conmed could not conduct a two-year lot history review or review the manufacturing documents from the device history record. A two-year review of complaint history revealed there has been a total of 15 complaints, regarding 15 devices, for this device family and failure mode. During this same time frame 637,150 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU, the user is also advised if using the optional sound cap: inspect sound cap blue foam and blue seal prior to use, use caution when inserting a sharp or large device through the cannula. Inspect the sound cap after use for physical damage of any kind. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, an issue was reported involving the ias8-120lp, airseal 8/120mm port that (B)(6) medical center experienced on (B)(6) 2019. It was reported that during a robotic esophagectomy, the seal of the sound cap on the ias8-120lp came apart completely when the internal seal broke out of the plastic portion of the sound cap. It is indicated that there was no impact or injury to the patient and the procedure was successfully completed using an alternate unknown device with a 2-minute delay. Additional information received indicates that the lot number is unknown as the product packaging was discarded prior to the procedure and not able to be retrieved. The device was already in place in the patient when the issue occurred. The surgeon's assistant was passing in cylinder-shaped gauze pads referred to as cigars. They are quite large and are not easily passed through the airseal 8mm access port. The surgeon utilizes the cigars several times throughout the procedure, and they were passed into and out of the abdomen through the airseal port. This is when the issue occurred. A 5mm lap grasper was also being used by the assistance. The sound cap remained on the airseal access port, but the seal did fall off into the patient. Using a 5mm laparoscopic grasper, the pieces of the seal were retrieved under visualization. They were able to retrieve all the parts of the seal, but some of the foam on the sound cap was pulled into the surgical site. They believe retrieved all the pieces of foam from the underside of the sound cap. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence due to the breakage of the device, fragment fell within the patient but was removed.